Event description:
It was reported a false t-wave oversensing episode was observed due to poor timing conducted between svt and vp. No reprogramming changes were made. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.